Manufacturer narrative:
Device has been requested for evaluation.

Event description:
Baxter international coord received complaint from a medical device home care provider: a female pt (age unk) has been using a 6060 multi therapy infusion pump and has been receiving nutriflex 1950 ml+cernevit 5 ml + tracitrans plus 10ml + magnesium 10 ml + potassium chloride 20 ml for parenteral nutrition. Solution set 2m9856 has been used concomitantly. The pt reported that about 3 wks ago (early june 2005), she went to the bathroom at night with the pump and set connected. The solution bag was filled with about one fourth of the aforementioned solution. When she returned from the toilet, she suddenly felt nauseous, had dyspnea and sweating. She then observed that the solution set was partially filled with air alternating with fluid. She disconnected the solution set from her body and then observed that the pump further pumped air and fluid without alarming. After about 2 further minutes, she switched the pump off. According to the pt , the solution bag was in a correct upright position at all times. No pt injury.